Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this lead was explanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct; adverse event; outcomes attributed description; the initial report was filed in error.

Event description:
Boston scientific received information this lead was explanted due to an unknown reason unrelated to product performance. No additional adverse patient effects were reported.